Event description:
A healthcare professional reported that during a cataract surgery at phacoemulsification stage an ophthalmic handpiece has lost power. The procedure was completed with an alternative handpiece and with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. When the handpiece was connected to a calibrated breakout test box, both the resistance and crystal dissipation between low electrode and high electrode were found to be within specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).